Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: : d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by the sales rep via complaint submission tool that during a clinical trial the tip of the vapr premiere 90 electrode broke. No fragments generated. Another device was used to complete the procedure. No patient consequences, or surgical delay reported. The device is available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during a clinical trial the tip of the vapr premiere 90 electrode broke. No fragments generated. The device was received and pre-evaluated in juarez laboratory. Visual inspection revealed that the electrode is in normal condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The metal plate on the active tip is missing. The photo provided by the customer showed that the tip was detached. The electrode was sent to the manufacturer for further evaluation. The vapr premiere 90 electrode -ea was evaluated by the supplier with the following results: the device has not been returned in its original packaging. The device shows evidence of activation with tissue debris being visible. Also, the active tip of the device is confirmed to be missing from the distal assembly. A closer inspection shows that it is the top section that is missing, and the leg of the tip remains in place; the missing section has not been returned. The surface of the active tip leg would suggest that the device was used post fracture (rounded edges). Finally, no evidence of saline residue in suction tube; besides, the shaft, handle, cable and plug of the device does not show any obvious visible damage and is in an as expected condition. The functional and electrical testing not conducted due to the condition of the device. The customer claimed that the tip broke during use. It was discovered that the top section of the active tip has fractured leaving the leg of the tip in place. Further investigation is required by the technical authority following this additional failure. A closer inspection of the active suction tube within the distal section of the device was conducted. Evidence shows that the suction tube of the device is intact with the lowermost part of the active tip restrained within as designed. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product DHR & ra no correction action is deemed necessary at this time. A review of our complaint records over the last 12 months to assess the frequency for this failure mode shows this defect to be of low occurrence and is as anticipated in the risk analysis. A CAPA has been initiated to provide root cause analysis and identify a corrective and/or preventive action plan. All of this investigative work will be documented in the CAPA file and once concluded an updated CAPA report will be communicated to the customer. In depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.